Event description:
A surgeon reported that following a glaucoma filtration device implant, the device touched the iris. There was no harm to the pt. The device remains implanted. Add'l info was requested.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Add'l info has been requested. (B)(4).